Event description:
The customer reported that following a diagnostic catheterization procedure on 6/12/00 a vasoseal vhd was deployed. Following deployment, the pt lost pulses in the leg and was taken to surgery. The collagen was observed to be protruding into the artery lumen. The collagen was removed and the pt recovered. The pt was discharged and no further complications were reported.